Event description:
A report received from the USA stated an 840 ventilator experienced "volume" alarms. It was reported the alarms occurs when the pt spontaneously breathes just before a scheduled ventilator breath. The pt involved was removed from the device and placed on an alternate ventilator. The pt was not harmed as a result of the malfunction.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device. However, the reported failure was not duplicated. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification test (pvt) and electricity safety testing and is performing to manufacturer specifications. (B)(4).